Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Reportedly, the customer is using the infusion set for 3 days. Clinical support informed the customer that using trusteel infusion set for 3 day¿s is off label per the tandem user guide. Customers blood glucose was 210-300 mg/dl.